Manufacturer narrative:
The field service engineer (fse) determined the measuring cells needed to be replaced. The fse replaced the measuring cells and checked the system. Performance testing results and multiple instrument checks passed. Calibration and qc were acceptable. Calibration signals were lower than expected. The customer's qc was acceptable. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. The samples were spun for 5 minutes at 5206 rpm. Based on the type of sample tubes the customer uses this centrifugation time may be too short and the speed may be too high. No issues were identified during a review of the alarm trace data. The customer has had no further issues since the service visit. The investigation determined the event was due to the measuring cell issue identified by the fse.

Event description:
The initial reporter complained of qc issues for elecsys troponin t gen 5 stat (troponin t gen 5 stat) on a cobas 6000 e 601 module between (B)(6) 2019. The customer tried re-calibrating but they continued to have qc issues. The customer repeated patient samples and identified 5 patient samples with discrepant low results that required corrected reports. Patient 1 initial result was 38.18 ng/l. The repeat on a different e601 module was 60 ng/l. Patient 2 initial result was 8.53 ng/l. The repeat result from the same e601 module but on a different measuring cell was 35.97 ng/l. Patient 3 initial result was 6.00 ng/l with a data flag. The repeat on a different e601 module was 30 ng/l. Patient 4 initial result was 13.17 ng/l. The repeat on a different e 601 module was 38 ng/l. Patient 5 initial result was < 6 ng/l with a data flag. The repeat on a different e601 module was "in the 30's" ng/l. The initial results had been reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The troponin t gen 5 stat reagent lot number was 38154200 with an expiration date of 31-may-2020.